Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is 5 feet 7 inches. (B)(6). Additional device product code is jdo. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw cut out. A patient with poor bone quality was implanted with a dynamic hip screw system on (B)(6) 2016 for treatment of a right sided intertrochanteric fracture. Subsequent x-ray (date unknown) showed cut out of the lag screw proximally. On (B)(6) 2016, the lag screw, plate, compression screw and four cortex self-tapping screws were explanted intact with no surgical delay. The patient was revised to a synthes 125 degree trochanteric fixation nail. It was reported that the procedure was successfully completed and the patient outcome was stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Concomitant medical device 214.838, 4.5mm cortex screw self-tapping; was reported as (2), should only be: one (1). (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.